Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence as the cuff was remaining open when the device was deactivated. In addition, when the aus was activated, the cuff closed but did not reopen, resulting in urinary retention. The physician believed the cuff issues were due to the pump not working properly; therefore, a revision surgery was performed to remove and replace the pump. There were no further patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was visually and microscopically inspected, leak and functionally tested. No damage or abnormalities were noted, no leaks were identified. Based on the information available and analysis results, the reported device clinical observations could not be confirmed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence as the cuff was remaining open when the device was deactivated. In addition, when the aus was activated, the cuff closed but did not reopen, resulting in urinary retention. The physician believed the cuff issues were due to the pump not working properly; therefore, a revision surgery was performed to remove and replace the pump. There were no further patient complications reported.